Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.

Event description:
It was reported that 2 barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.]

Manufacturer narrative:
H.6. Investigation: since no samples displaying the reported condition were received the reported defect could not be confirmed. A device history record review was completed for provided lot number 0233244. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed.